Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-01556, 3005168196-2018-01558, 3005168196-2018-01559, 3005168196-2018-01560.

Event description:
The patient was undergoing a coil embolization procedure in the peroneal artery using ruby coils and lantern delivery microcatheters (lantern). During the procedure, while advancing a ruby coil through the lantern, the ruby coil unintentionally detached and became stuck within the lantern. Therefore, the physician removed the lantern containing the detached coil. The physician successfully deployed and detached two ruby coil using a second lantern. The physician then attempted to advance another ruby coil through the lantern; however, the coil became stuck in the microcatheter and was removed. The physician attempted to place a new ruby coil, however again the coil unintentionally detached within the lantern. Therefore, the physician removed the lantern containing the detached coil. The procedure was completed using other coils and other catheter. There was no report of an adverse effect to the patient.